Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The account submitted a log file for review. Power cable disconnects were captured throughout the log file. The pump remained above the low-speed limit and appeared to be functioning as intended. The account communicated that the patient experienced alarms potentially relating to driveline damage. The patient had known short to shield damage (driveline damage previously reported under MFR # 2916596-2019-01635). According to the account, the alarms did not occurred on power module and have no reoccurred since cleaning connections. The patient remains ongoing on (B)(6) and no additional complaints have been reported at this time. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these documents outline all system controller alarms as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
Section b5: additional information. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient presented to the clinic for analysis following the reoccurrence of the power cable disconnect alarms. There were no further concerns. The controller was not exchanged. The alarms did not reoccur while the patient was on the power module. There are no concerns regarding the patient's symptoms and status. The patient was asymptomatic. The account planned to monitor the patient.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had power cable disconnect alarms on the black lead when both cables were connected to batteries. No alarms occurred while the patient was on the power module. The pins of the black cable were checked and appeared to be fine. All connections on the batteries, clips, and universal battery charger were cleaned. There were no unusual alarms reported in the controller alarm history. The patient was to report to the clinic in the morning of (B)(6) 2020 if the alarms persisted while the patient was on batteries. If the alarms persisted, the patient was to undergo a controller exchange at the clinic on (B)(6) 2020. If the alarms reoccurred while the patient was on the power module, the ventricular assist device (vad) coordinator planned to have the patient come to the hospital immediately for evaluation of a potential short to shield.the patient was outpatient and no log files were submitted. The alarms resolved after cleaning the connections. The patient thus did not present to the clinic on 21may2020. The controller was not exchanged. The alarms did not reoccur while the patient was on the power module. The patient has a known short to shield. The patient was asymptomatic. The patient plan of care is to monitor the patient.it was reported that there was a concern for frequent low-voltage while the patient was connected to wall power. A review of the log file noted strings of power cable disconnect alarms while the patient was on battery power. Technical support recommended checking the batteries and battery clips for integrity and cleaning their contacts with an alcohol wipe. Technical support did not note any low voltage alarms while the patient was on wall power.